Manufacturer narrative:
Lot number # 18f020, 18f043, 18g032, 18h017, 18h034, and 18k023. Nine (9) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer of all nine devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 12 </noe> malfunction events. It was reported that twelve small volume infusors did not flow during infusion. All twelve events involved a patient with no patient consequences. No additional information is available. No additional information is available.